Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was intermittently capturing the night following the implant procedure and a dislodgement was suspected so a revision was performed. During the procedure, the field representative suspected a slight perforation occurred as there was no capture in unipolar configuration, but an echocardiogram did not show any signs of tamponade, but possibly slight effusion. During attempts to reposition the rv lead, the atrial lead was inadvertently cut. At that point, the physician elected to replace both leads. A new rv lead was placed with success. However, when obtaining access to advance the new atrial lead, pacing caused a ventricular arrhythmia and the patient went in to respiratory distress, then a code was called. When the code was called, the health care professionals (hcps) were unmasked so the team had to redrape to continue with the case. Then, further attempts to place the atrial lead caused the patient to go into a ventricular arrhythmia. The cardiologist stopped pacing and tried to reposition the lead, but the patient wasn't doing well and blood pressure started to drop, then a pulse was lost where then the patient went into pulseless electrical activity. Another code was called and the patient was intubated, given epinephrine and CPR was administered. After a third dose of epinephrine and an external shock delivered in response to ventricular fibrillation (vf), the patient went into a perfusable rhythm of sinus tachycardia to atrial fibrillation and regained a pulse, but at some point developed an anoxic brain injury secondary to asystole. The patient remained unconscious in the ICU. Over the next few days, the field representative checked the device and thresholds, sensing and impedances were stable and the patient had a good ejection fraction.

Event description:
Additional information was received that five days later the patient passed in the ICU. It was noted that following the procedure, although the device displayed normal measurements, the patient never regained consciousness. The family had elected to not continue life-support. All products were retained by the hospital.